Event description:
It was reported that during a da vinci si hysterectomy procedure, the jaw insert broke off of the mega needle driver instrument. The broken instrument piece was visualized and immediately retrieved. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the carbide insert detached from one grip. The brazing surface on grip and on detached insert had incomplete surface area coverage of filler material, thus causing carbide insert to detach from the instrument's grip. This complaint is being reported due to the following conclusion. During a da vinci surgical procedure, a piece from the mega needle driver instrument broke off and fell into the patient. Per the information provided by the hospital, the broken instrument piece was retrieved.